Event description:
The distributor contacted animas on (B)(6) 2013 alleging the up arrow, down arrow and ok keypad buttons were unresponsive and that the pump does not emit an audible beep at the end of battery life. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction and audio tone malfunction remained unresolved.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.